Event description:
The facility reported a flogard infusion pump that presented an "undetermined malfunction." It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "undetermined malfunction" was confirmed during the sample evaluation as a battery low alarm. The cause was due to defective/inoperative main batteries. The main batteries were replaced to resolve the reported problem.